Manufacturer narrative:
Date of event: unknown. Month and day of 2003 the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4). Device not returned for analysis

Event description:
(B) (4) - peripheral cutting balloon registry. It was reported that in (B) (6) of 2003 the patient underwent treatment with peripheral cutting balloon device for one lesion. The lesion location was reported as "popliteal." The lesion was a concentric, tight and restenotic post pta of the lesion. No additional comments were provided. The target vessel was non tortuous without calcification and had a reference diameter of 4mm. The target lesion length was 10mm and 90% stenosed; the lesion post-procedure stenosis was 0%. The peripheral cutting balloon was used to dilate the lesion. Number of inflations, time and maximum inflation pressure data was not provided. The 3 month follow up visit in (B) (6) 2003 the subject status was reported as "alive", comment of ¿persisting stade IV¿; the target lesion patent and without adverse events, additional interventions, or other diagnostic examination performed. The 6 month follow up visit in (B) (6) 2003 reported adverse event "amputation below knee". No additional data or date of amputation provided. The target lesion has not remained patent since the procedure. There were no new interventions, no additional information provided on occlusion and no other comments. No data was reported for one month and 12 month follow up visits.